Event description:
The surgeon implanted expired tibial insert during total knee replacement surgery. The surgery had been rescheduled several times from the originally planned surgical date. And was performed on (B)(6) 2023 which was after one of the compoents, the tibial insert had expired. Expiration date was july 31, 2023.